Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 1. The home patient (hp) stated that the transfer set disconnected from the pt line somehow. The technical service representative (trs) had the hp cycle the power and advised the hp to start over using all new disposables. The hc unit was operational. No pt injury or medical intervention was reported.

Manufacturer narrative:
Sample was discarded by customer.